Event description:
The following information was provided by the initial reporter: "I have had some staff to reach out to me with an issue with the 25g safety needle (mfg # (B)(4)). Several have mentioned having needles that will not push to administer. It has been random throughout the clinic. They have started checking prior to going into room and admin to patients to ensure needle works." On (B)(6) 2023: is there any adverse event on patient? No adverse event noted. The only concern noted was having to re-stick the patient. Is there any medical intervention needed due to the incident? No medical intervention required. The nurses evaluated the sites and ensured needles were intact with removal. ¿we have had several instances throughout the clinic where the needles will not allow the medication to be pushed through for administration¿. Based on the statement, could you please provide the occurrences date of each incident mentioned? We had 2-3 occurrences without a specific date due to not realizing the issue was associated with the needles and lot number. Once identified as repetitive, we made note of the occurrences. The following dates are as listed: (B)(6) 2023.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Pr 9095751 ¿ follow up MDR for device evaluation it was reported the needles would not administer solution. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; the needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2195356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2195356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.